Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed that the rotor stopped. There was one dingus bump. The representative changed both dingus', adjusted the door, and tightened the belt of the rotor. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure it was not possible to finish 3d rotor bumping with the imaging system. The rotor is bumping under the dingus. There was no patient present when this issue was observed.